Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and new lead was placed with a different model. No adverse patient effects were reported. Additional information received indicates that lead was attempted due to placement difficulties and lead had exceeded the maximum deployments.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service and new lead was placed with a different model. No adverse patient effects were reported.